Event description:
Customer reported via phone call that their sensor does not have accurate readings. The blood glucose reading is 186 mg/dl.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken was found in cannula tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.